Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received with a depleted energizer alkaline battery installed. No damage noted on the original battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction. The customer reported a blood glucose value of 40 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake, ems/ambulance/ER visit, hospitalization: overnight stay. The event involved product(s) mmt-1884l, mmt-7040a, mmt-342, mmt-431a. The customer does not feel ok to troubleshoot. No further patient complications were reported. Mmt-1884l was requested and the customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-342. No product return is required for mmt-431a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer reported that emergency medical transport was called and that they went to the emergency room due to hypoglycemia. User was also treated with carbs on the way to ER. Blood glucose at time of event was 40 mg/dl. Blood glucose when they left ER was 163 mg/dl. Prior to the event the wife stated that the user was passed out in the backyard. Customer alleged the pump functionality/algorithm was messed up and is causing an issue with their health. Unknown if auto mode was in use.